Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. Interrogation of the pulse generator noted that the right ventricular (rv) lead was oversensing noise resulted in pacing inhibition. It was also noted that upon attempting to replace the lead, the stylet had failed to be advanced into the replacement rv lead, and the lead had failed to sense the r-waves after being screwed in. The original rv lead was capped on (B)(6) 2024. The replacement rv lead was not used, and a different rv lead was implanted. The patient was stable throughout the procedure.